Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician was attempting to treat an unknown lesion with a 2.25x16mm taxus express2 atom drug eluting stent. The stent was noted to have a "bent strut". There were no reported patient complications. The pt's status is listed as "ok". Despite several attempts made to obtain more info from the facility, none has been received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.